Event description:
It was reported that the patient was admitted for a competitor lead replacement. The device was also changed due to the inability to insert a new lead into the header of this device. No adverse patient effects were reported. Should the device be returned this investigation will be updated.